Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was torn on a mega needle driver instrment. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation to the distal pulley that potentially contributed to the broken grip cable. The complaint was confirmed by failure analysis. An additional observation not reported by the site that is related to the primary failure was identified. The instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing.

Event description:
Refer to h10/h11 for follow-up information.